Manufacturer narrative:
Results: the penumbra system jet 7 reperfusion catheter (jet7) was kinked at approximately 114.0 cm, 115.0 cm, 116.0 -117.0 cm, 121.0 cm. Additional damage due to stretching was present at approximately 128.5- 129.5 cm from the proximal end. The total length of the jet7 was approximately 131.5 cm. Conclusions: evaluation of the returned jet7 confirmed the reported damage as a result of stretching. If the jet7 is retracted against resistance, damage such as this may occur. No other devices associated with the procedure were returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation revealed several kinks along the catheter length. These kinks are likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet7 kit (kit). During the procedure, the penumbra system jet 7 reperfusion catheter (jet7) became stretched at the distal tip. No additional information is available.